Event description:
It was reported that the patient had difficulty connecting the remote control to the ipg despite troubleshooting made. It was noted that the patient underwent a non-device related surgery wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september of 2023.

Event description:
It was reported that the patient had difficulty connecting the remote control to the ipg despite troubleshooting made. It was noted that the patient underwent a non-device related surgery wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Sc-1232 (sn (B)(6)). The returned ipg was analyzed and it failed to connect to a functioning remote control, despite being recognized, and persistently displayed a "stimulator error" message. The communication error prevented the execution of the functional test. Further internal visual and electrical examinations showed no irregularities. With all the available information, boston scientific concludes that the difficulty in ipg to rc communication was confirmed. Electrocautery was used which caused an unspecified communication error and rendered the ipg damaged. This type of damage is caused by external high voltage or high current transient sources.

Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed and it failed to connect to a functioning remote control, despite being recognized, and persistently displayed a stimulator error message. The communication error prevented the execution of the functional test. Further internal visual and electrical examinations showed no irregularities. With all the available information, boston scientific concludes that the difficulty in ipg to rc communication was confirmed. Electrocautery was used which caused an unspecified communication error and rendered the ipg damaged. This type of damage is caused by external high voltage or high current transient sources.